Manufacturer narrative:
Sections with additional information as of 26-feb-2021: h10: meter was returned for evaluation. No defect found. Test strips were not returned for evaluation (customer returned incorrect strips). Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-058 poor tech-inaccurate reference. User had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 5-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 94-110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 02/19/2023 and open vial date is one month ago. The meter memory was reviewed for previous test result history. (B)(6). Customer wakes up a various time of the day, then he tests. These results were taken fasting upon waking.